Manufacturer narrative:
Correction: product information updated to proper value. The probe was returned for analysis. Analysis determined that the probe was bent and there were impact marks at the back end causing fit issues with the mating tracker. Physical damage was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the thoracic probe was damaged. There was no other information available. There was no patient present when this issue was identified.